Manufacturer narrative:
(B)(4). Additional summary: an empty labeled winding former and a needle/suture piece and a suture piece of product code pdp509 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed and broken in two sections. The ends of the suture were noted with marks by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling and the reported complaint was confirmed by an external cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular procedure on an unknown date in 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.